Event description:
It was reported that, "surgeon implanted trident psl 50mm e, cup went in fine. Dr tried to put in insert, had great difficulty, could not get it to seat claimed, it didn't fit, had all soft tissues out of way - great exposure had tabs lined up, but couldn't seat insert. Tried to get it to seat for 15 mins with no luck. I talked him into checking sizes to verify - did that, then we opened a 10 degree 36e and it seated with no problem. Surgeon thinks it wasn't milled correctly. Please verify it is sized right."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been complete and additional info will be reported in a supplement.